Event description:
Patient fell off ladder and experienced a distal humurus fracture as a result. Doctor implanted a plate and screws to remedy fracture. Patient was 6 weeks out of surgery and experienced pain. Upon doctor visit, x-ray was taken and revealed that screws pulled through the plate. Surgeon removed screws and plate. Rep clarified that two screws pulled through medially and two pulled through laterally. The medial plate remains implanted.

Manufacturer narrative:
The screw has been received incomplete and damaged. The screw hex inlay is deformed and disintegrated. The screw threads are plastically damaged/deformed and the external anodization layer is missing. Color changed around the threads areas due to the use of high alkaline detergents (device unrelated cleaning/re-sterilization issues). As per clinical expert evaluation, x-rays showed a screw insertion up to 40° degree cone. Based on the investigation, the root cause was attributed to a user related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
Patient fell off ladder and experienced a distal humerus fracture as a result. Doctor implanted a plate and screws to remedy fracture. Patient was 6 weeks out of surgery and experienced pain. Upon doctor visit, x-ray was taken and revealed that screws pulled through the plate. Surgeon removed screws and plate. Rep clarified that two screws pulled through medially and two pulled through laterally. The medial plate remains implanted. New information: rep reported that all screws that pulled through plate were removed. Plate was removed and replaced. No known allegations against medial plate.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.